Event description:
It was reported that the surgeon inserted an aa4204vf silicone plate lens in 1999 and it was removed in 2006, because it had become dislodged. The lens was removed and replaced without any pt injury.

Manufacturer narrative:
Evaluation - visual inspection of the returned product showed evidence of a clear surgical residue, however, there was no visible damage to the lens. Conclusion: based on the complaint history and evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.